Event description:
It was reported that the patient experienced irritation when stimulation was on. The entire neurostimulation system was explanted and the patient recovered without sequela the same day. The event was not due to device programming but was possibly related to the device or therapy.

Manufacturer narrative:
Extension model 748951, serial # (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2010; extension model 748951, serial # (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2010; lead model 3888-33, lot # j0427882v, implanted: (B)(6) 2004, explanted: (B)(6) 2010; lead model 3888-33, lot # j0427746v, implanted: (B)(6) 2004, explanted: (B)(6) 2010; programmer model 7435, serial # (B)(4).